Event description:
Patient presented to the emergency room with nausea, seizures and fever of 107 degrees. The patient was intubated and placed on ativan and "paralyzed." Tylenol and cooling blanket were administered for the fever. Antibiotics were prescribed for "junky lungs." The hcp believes that the patient may have had a pulmonary infection possibly due to aspiration. The patient was receiving lioresal 2000 mcg/mg intrathecally; oral baclofen was prescribed during this event. No volume discrepancies were noted. A dye study was performed and revealed that the dye was limited in exiting the pump. In the operating room a kink was noted approximately one inch from the insertion site of the catheter into the pump. The pump was working. The catheter was revised and the pump was replaced with a bigger pump at the request of the family. The patient is improving and the oral baclofen is being titrated. The patient is improving but remains in intensive care due to pulmonary problems.